Event description:
New information notes high pacing impedance was also observed on the right ventricular (rv) lead prior to the procedure.

Event description:
New information received notes a significant decline in biventricular pacing function with a drop in left ventricular function due to right ventricular (rv) lead malfunction. A rv lead fracture was suspected. The rv lead was capped (B)(6) 2026 and replaced. The patient tolerated the procedure well.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. No changes were reported. There were no patient consequences.